Event description:
Report received of an over-delivery of lipids. In 2001, the pump was programmed to deliver 20ml of lipids at 1ml/hour. It was reported that at 5:10am, the device was turned off for less than a minute to re-tape the IV site. At this time, the device display indicated that 13.3ml had been delivered. At 5:40am, it was reported that the device was alarming with an empty bag and the display indicated that 20ml had been delivered. The infusion rate on the device was reported to still be at 1ml/hour. No further lipids were given to the pt. A triglyceride level was drawn at 6:00am with a reported level of 237mg/dl. Normal neonate triglyceride levels were reported to be 10-112mg/dl. The lipid infusion for next day was held. No further lipids were administered to the pt, as the pt was beginning to take oral feedings. The pt did not experience any adverse sequelae and no medical interventions were required.